Event description:
Distributor reported that surgeon discovered linting (which he likened to thread) left behind by particular lot of eyespear sponges in the interface during intraocular, lasik surgical procedures. It was further reported that this resulted in severe pt discomfort and physician having to operate on his pts a second time.